Manufacturer narrative:
Reporter¿s phone number: (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the saw head was loose on the electric pen drive device. It was further determined that the motor seized, blocked, jammed and was moving heavy and the housing was damaged. It was further determined that the device failed pretest for if needed, check with test hand switch, after ¿adjusting¿, check with test bench and record results. Power: 45 to 90 w (watt) and speed: min. 703 to 937 rotations per minute (rpms), check function with foot pedal, check function with test hand switch, check function and direction of rotation and check symmetry with hand switch. It was noted in the service order that the device was blocked. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.